Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info stating customer received a pump message that did not allow deliver of a 0.5u bolus of insulin. Reportedly, pump delivered 0 .1 bolus. Reporter was not sure what customer had actually experienced. There was no reported impact to customer's blood glucose level.